Event description:
This unsolicited device case from united states received on (B)(4) 2013 from a physician. Upon receipt of follow-up information from a physician on (B)(6) 2013, the event of red knee and hot knee were added. Upon receipt of follow up information from a physician on (B)(6) 2013, additional event of "wbcs were 12,600" was added. The case involves a (B)(6) male patient who developed major swelling, pain in right knee, right knee effusion, red knee, hot knee and wbcs were 12,600, after receiving treatment with synvisc one. Past medical history included total knee replacement of left knee but no known drug allergy. Past drugs, concurrent conditions and relevant concomitant medications were not reported. On (B)(6) 2013, the patient received treatment with synvisc one injection at a dose of 6 ml, once a day (batch / lot number: v1205 with expiration date: (B)(6) 2015) into the right knee (route of administration: unknown) for osteoarthritis (knee pain) in right knee. Within 24 hours of synvisc one injection, the patient developed red and hot knee. On unspecified date in (B)(6) 2013 (unknown latency), the patient developed right knee effusion. On (B)(6) 2013, (2-3 days post injection), patient developed pain and swelling. On the same day, arthrocentesis was performed and unknown amount of fluid was aspirated. Synovial fluid culture showed 12,600 white blood cells (wbcs) (synovial fluid white blood cells positive) with 44% polymorphonuclear cells (pmns), 37% lymphocytes and 10% monocytes. He also had diffused tenderness in right knee. On (B)(6) 2013, the patient returned to the physician's office while experiencing major swelling, pain and diffused tenderness in right knee. The same day, arthrocentesis was performed and 55 cc of cloudy fluid was aspirated from the right knee but no growth found; the physician injected 2 cc of betamethasone (celestone) and 8 cc of lidocaine into his right knee. Action taken: no action taken. Corrective treatment: betamethasone (celestone) and 8 cc of lidocaine for the events of major swelling, pain in right knee, right knee effusion and not provided for the rest of the events. Outcome of event of right knee pain and swelling was recovered/resolved and for rest of the events was unknown. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The production and quality control documentation for lot #v1205, with expiration date 2015-07 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot number batch record review and lot number frequency analysis for lot #v1205, no CAPA is required. Reporter's causality: possible for the events of major swelling and pain in right knee. Seriousness criteria: intervention required for the events of major swelling, pain in right knee, right knee effusion. The physician had a question: when is the best time to drain the knee post adverse event. Additional information was received on (B)(6) 2013: the event of red knee and hot knee were added. Additional information was received on (B)(6) 2013 in the form of quality assurance (qa) investigation summary: ptc investigation report was added. Additional information was received on (B)(6) 2013. Past medical history and labs of arthrocentesis ((B)(6) 2013) and synovial fluid culture were added. Additional event of "wbcs were 12,600" was added. Date of onset was amended from (B)(6) 2013 and outcome was amended from unknown to recovered/resolved for the events of pain and swelling.